Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient¿s lead extension was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's lead extension had high impedances. As a result, the patient underwent surgical intervention during which the lead extension was explanted and replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The unique device identifier (UDI) is not provided because the lot number is unknown. Initial reporter phone number: (B)(6).